Manufacturer narrative:
Date sent: 12/10/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the surgeon went to clip the cystic duct and the jaws locked and would not open. They got a new device and clip around and cut the device off. There was no patient consequence.